Manufacturer narrative:
Journal article: yokosuka, k., sato, k., yamada, k., morito, s., matsuo, a., and futami, t. (2024). Stand-alone titanium coated peek cervical cage for 3-in-1 acdf (anterior cervical discectomy and fusion) postoperative results and cervical alignment changes. Journal of spine research 15 (12). Doi: 10.34371/jspineres.2024-1203. D4 UDI number: unavailable since the part number is not available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3004788213-2025-00032 through 3004788213-2025-00034.

Event description:
A retrospective study of seven patients who had a 3-level titanium coated roi-c prosthesis implanted was performed. The study reported "3 intervertebral acdf surgeries using stand-alone peek cervical cages showed cage subsidence of more than 2 mm between two vertebrae, but no implant dislocation." There are no reports of patient impacts related to the subsidence. "There were no cases of damage to the prosthesis. There were no cases of reoperation." This is report two of three for this event.

Manufacturer narrative:
H6: additional method code: 4109. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the device was not returned and no photos were provided, so an evaluation is unable to be performed. While x-rays were provided, subsidence could not be confirmed from them. Root cause: cage subsidence could be attributed to excessive end-plate removal leading to weakening or the patient having weak bone. DHR review: the lot number was not provided, so the DHR was unable to be reviewed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
A retrospective study of seven patients who had a 3-level titanium coated roi-c prosthesis implanted was performed. The study reported "3 intervertebral acdf surgeries using stand-alone peek cervical cages showed cage subsidence of more than 2 mm between two vertebrae, but no implant dislocation." There are no reports of patient impacts related to the subsidence. "There were no cases of damage to the prosthesis. There were no cases of reoperation." This is report two of three for this event.